Manufacturer narrative:
(B)(4). Evaluation, results: failure to deliver stent; 90% stenosis, excessive tortuosity, severe calcification. Conclusions: 90% stenosis, excessive tortuosity, severe calcification. Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon as per specifications. A number of struts on the 1st and 2nd distal stent segments were deformed. The 5th and 6th distal stent struts were raised and damaged. The 1st and 2nd proximal stent segments were slightly flared. The remaining stent segments were intact.

Event description:
An endeavor rx drug-eluting coronary stent system, length 18mm, diameter 3.0mm was intended to treat a lesion in a patient's lad. It was reported that the stent did not cross the lesion. The target lesion in the rca exhibited 90% stenosis with excessive tortuosity and severe calcification. It was reported that multiple pre-dilatations were performed using a 2.0mm x 15mm balloon. No patient injury occurred and no clinical sequelae have been performed.